Manufacturer narrative:
Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute integrity drug eluting stent to treat a non tortuous and non calcified lesion with 95% stenosis in the diagonal artery. The lesion was pre-dilated to 18atm using 1.5x20mm and 2.0x20mm devices. A 6f introducer sheath, a 6f ebu 3.5 guide catheter and a non-mdt guide wire were used. No damage was noted to the packaging of the resolute integrity and no issues were noted when removing the device from the hoop/tray. The device was inspected before use with no issue noted. It was reported that when trying to advance the stent resistance was felt. Excessive force was not used when advancing the device. When the physician removed the stent it was noted that there were some changes on the proximal part of the stent. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 17th 18th and 19th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.